Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the safety monitor unexpectedly stopped working. The monitor alarmed, then both the safety monitor and the arterial monitor shut down. Approximately 2-3 seconds later, both monitors powered up. During this time, the roller pumps continued to function as expected. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of the event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.